Manufacturer narrative:
Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 2028159-2021-00983 was submitted relating to this event. As further information pertaining to the event and investigation is received, this report with manufacture report number 2028159-2021-00984 will provide the additional information. The file related to manufacturer report number 2028159-2021-00983 will be closed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. This complaint is based on a literature review article and a service records review cannot be performed. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported one case of retinal tears occurred post-operatively in conventional phacoemulsification surgery (cps) group, after a cataract surgery. As a prophylaxis of retinal detachment, laser retinopexy was performed in that eye.